Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx3813 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the latch at the proximal end of extension tube was broken when in use. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of broken connector was confirmed but the exact source of the damage remains unknown. One 4 fr groshong nxt two-piece connector was returned for evaluation. The connector was not returned assembled. The locking latch from the proximal segment connector was observed to be broken. The broken latch segment was returned. Microscopic observation of the break surface revealed it to be uneven and angled. Flash material was visible on the distal connector and broken locking arm segment; however, the flash present was measured and was found to be within manufacturing specification. No additional evidence of material damage or flaws were observed on the material around the break location. Microscopic observation of the internal bore of the distal connector segment did not reveal any apparent damage to the compression sleeve. The condition of the device prior to package open is unknown. Based on the condition of the returned sample, possible contributing factors include damage during storage or handling. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause contributed to the report event. Since the connector component was observed to be damaged, the complaint is confirmed; however, the cause of the damage remains unknown. A lot history review (lhr) of redx3813 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the latch at the proximal end of extension tube was broken when in use. No other information was provided.